Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was interrogated for a post-procedure check. Upon review, there were two stored episodes from that morning approximately two hours prior to post-procedure check. The health care professional (hcp) couldn't confirm the exact time the patient was in the operating room. The stored episodes reveled noise and oversensing which led to pacing inhibition of greater than two seconds on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended the hcp verify if the patient was having a procedure during the time of the stored episodes. The device system remains in-service. No adverse patient effects were reported.